Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit for inaccurate feed rate during testing". The unit was triaged and the reported issue could not be confirmed at this time; the unit was tested for accuracy and passed satisfactorily. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned unit for inaccurate feed rate during testing. No patient was involved.